Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the therapy was not changing with positions. The patient had an MRI last week not related to the device, and reported the device was put into a different program because it did not shut off at nighttime like it used to. The caller stated they pressed a lot of buttons, but it did not turn back on. The caller would put it back on, but the device still did not shut off at night. It was clarified that the stimulation used to shut off when the patient lay down. The caller thought the patient had adaptive stimulation. The patient used the patient programmer, but it did not power up. The patient changed the batteries and the programmer powered up and showed the ins was off. The ins was turned on and showed the patient was in group g and adaptive stimulation was not on. The patient turned on adaptive stimulation and then tested laying down. While laying down, the patient did not feel any stimulation and that was how they wanted it. The issue was reported as resolved. No further complications were reported.